Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event - unknown date in (B)(6) 2018. Explant date - unknown date in (B)(6) 2018. Concomitant medical products: item number: 00-2232-004-18, item name: cable, lot number: 63429957, item number: 00-2232-004-18, item name: cable, lot number: 63597298, item number: 00-6250-065-40, item name: self-tap screw, lot number: 63566054, item number: 00-6250-065-40, item name: self-tap screw, lot number: 63569247, item number: 010000671, item name: g7 acetabular shell, lot number: 3822396, item number: 11-302136, item name: arcos trochanteric bolt, lot number: 814260, item number: 110010571, item name: g7 suction cup sterile, lot number: 791300, item number: 110024467, item name: g7 dual mobility liner, lot number: 956050, item number: 650-1055, item name: delta ceramic option head, lot number: 096830, item number: 650-1067, item name: option taper sleeve, lot number: 3246463, item number: ep-200160, item name: e1 active articulation insert, lot number: 339230, item number: 11-302102, item name: arcos trochanteric claw, lot number: 603340. Complaint reported from (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02815. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded by hospital.

Event description:
It was reported patient underwent hip revision due to pain of the trochanteric claw and distal screw, both were removed. Attempts have been made and no further information is available.